Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was using an omnipod 5 insulin pump at the time of the event. The patient reported that her cgm displayed ¿low¿ (no numeric value provided). Because she was asymptomatic at that time, she did not perform a fingerstick blood glucose (bg fs) test and instead ate crackers based on the cgm reading. Later, the patient began experiencing nausea and vomiting. She then performed an bg fs test, which measured 300 mg/dl, followed by another bg fs reading of >400 mg/dl, while the cgm continued to display ¿low.¿ she did not administer insulin. The patient¿s daughter subsequently transported her to the hospital. Upon arrival at the emergency room (ER), an bg fs test showed a blood glucose level of 560 mg/dl, at which point the cgm reading displayed ¿high.¿ the patient was diagnosed with diabetic ketoacidosis (dka) and received IV insulin and was admitted to inpatient hospitalization for dka treatment, and at this time she decided to remove her sensor. The patient remained hospitalized for approximately 2.5 days and was discharged on (B)(6) 2026. At the time of the report, the patient was feeling fine. No other details were provided. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. At the emergency room, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.